Event description:
It was reported that the patient had a loss of effect. The patient fell and broke her hip, had surgery and was transferred to a rehabilitation facility. The patients right hand was shaking like it was prior to implant. The patient planned to meet with a company representative. Additional information was requested.

Manufacturer narrative:
Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Lead model 3387s-40, lot # v161576, implanted: (B)(6) 2009, explanted: na. Lead model 3387s-40, lot # v109650, implanted: (B)(6) 2009, explanted: na. (B)(4).